Manufacturer narrative:
H6. Results code 1: 213: a review of the manufacturing records verified the lot met all pre release specifications.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) adverse events that may occur and / or require intervention include but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system for chronic type b aortic dissection. Reportedly, no endoleak was observed. On an unknown date, 2021, follow-up computed tomography angiography revealed distal type I endoleak. On (B)(6) 2021, the patient underwent reintervention. The additional stent grafts were deployed to extend the device distally. The endoleak was resolved. The patient tolerated the procedure. The physician stated as follows; the distal device that implanted by tevar on (B)(6) 2021 had landed at a site where dissection with three-channel, and the true lumen morphology was crescent-shaped. It was assumed that the device fitting wasn't very good. The distal landing zone of tevar on (B)(6) 2021 was dissection with two-channel, and the true lumen morphology was relatively extended.